Manufacturer narrative:
Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. The problems described in the patient report appear to match the damage found. Other damages found during investigation are related to the removal surgery. This is a final report.

Event description:
The patient has no access to sound with the device. There is no report of accident or trauma. The patient was re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient has no access to sound with the device. There is no report of accident or trauma. Re-implantation has been recommended.